Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151727.

Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited low pacing impedance. No intervention was done. There were no patient consequences.